Event description:
It was reported that ongoing intermittent occlusions occurred. There was no adverse impact to the customers blood glucose level. The customer changed pump supplies and successfully resumed insulin. During troubleshooting it was determined that customer was using off label insulin and using that insulin for longer than recommended use. Tandem technical support educated customer on approved insulins for use with the pump and proper handling of pump supplies. Tandem technical support found the occlusion to be in the cartridge at the time of troubleshooting. The customer continued to use the pump.